Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the temperature sensing foley was leaking and replaced last night. The replaced foley was also leaking now. The patient had a bladder scan done with the replaced foley in place and found 300 cc's of urine in the patient's bladder.

Event description:
It was reported that the temperature sensing foley was leaking and replaced last night. The replaced foley was also leaking now. The patient had a bladder scan done with the replaced foley in place and found 300 cc's of urine in the patient's bladder.

Manufacturer narrative:
The reported event was confirmed as manufacturing-related an off-white temp sensing foley catheter was returned. Visual inspection noted no obvious defects seen. Using a luer lock syringe catheter balloon was inflated with 10 ccs of di water. The balloon filled out non-concentrically with a 70:30 ratio, not meeting specification. After 5 minutes no leaks were observed. Moving the catheter did not elicit a leak either. Catheter would meet specification of the functional leak test. Di water was able to be passed through drainage funnel when hooked directly to di water fountain without occlusion. An in house sample port connector was placed into the drainage funnel opening. The catheter tip was inserted into a drainage bag filled with di water to simulate function within the bladder. The di water flowed through the catheter and out the sample port connector without leak or occlusion. A potential root cause for this failure mode could be, "operator error". The device history record was reviewed and found nothing that could have caused or contributed to the reported event. Labeling review was not performed as the as the reported event was confirmed as manufacturing related . H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the temperature sensing foley was leaking and was replaced last night. The replaced foley was also leaking now. The patient had a bladder scan done with the replaced foley in place and found 300 ccs. Of urine in the patient's bladder.